Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Additional information noted that a procedure took place and this lead remained implanted with a new competitor device. No issues with the lead were noted.

Event description:
Boston scientific received information that the patient came to the pacemaker clinic due to a transmission received following an out of range shock impedance measurement on this right ventricular lead on (B)(6) 2014. The patient received an alert vibration from the competitor device and when completing a full interrogation at the pacemaker clinic on (B)(6) 2014, which revealed that the shock impedance measurements were normal. A right ventricular lead replacement procedure was planned. The patient will be followed up in one week.

Manufacturer narrative:
(B)(4).